Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo neo instrument, when tested on (B)(6) 2015.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the customer's instrument at the site on (B)(6) 2015 to assess the test well images. Patient blood sample was returned to the immucor laboratory for investigation on 03mar2015, and the immucor laboratory was able to reproduce the customer's observations on 04mar2015. No customer site testing product was returned to the immucor laboratory for investigation. However, the immucor laboratory did test retention product on (B)(6) 2015, which performed as expected.